Manufacturer narrative:
The device was returned for evaluation on 6/28/21. One used ch2000s-c spinning spiros was returned with fluid residuals visible but it was unable to be determined if the fluid residuals were inside or outside the fluid path. There were some fluid residuals inside the female luer but there was no indication in the complaint that the ch2000s-c spinning spiros had disconnected from a mating device. Subsequent testing and measurements did not reveal any leakage and the used ch2000s-c spinning spiros met pressure leak expectations. The complaint was unable to be confirmed or replicated during lab testing. A device history review of lot# 5230116 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.

Event description:
The event involved a spinning spiros® closed male luer, red cap which reportedly leaked at an unspecified location at the start of patient infusion of chemotherapy. The chemo leaked on to the patient's pants and the patient removed his pants and rinsed his legs. The chemo spill was cleaned per facility protocol. The spiros was replaced and the chemo was able to be used; the drug was not replaced. There was patient involvement, however, there was no harm reported as a consequence of this event.